Manufacturer narrative:
While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay. A DHR review was completed and the device fulfilled all requirements prior to release.

Event description:
A significant procedural delay (approximately greater than 15) was reported in a case where the baylis radiofrequency puncture generator (rf generator) was producing an alert and not detecting the compatible transseptal rf device. During a cardiology procedure, the rf generator was connected to the rf transseptal device, an alert persisted leading to a significant procedural delay. The rf transseptal device and ground pad were replaced and the transseptal puncture was able to be completed. While there was no patient injury report, baylis medical company inc. Has decided to report this event due to the procedural delay.